Event description:
It was reported that the target lesion was in the right coronary artery and was heavily tortuous; however, no calcification. The pilot 50 guide wire was advanced; however, due to the heavily tortuous lesion, it would not cross. Additional attempts were made to cross with the guide wire; however, these attempts were unsuccessful. The guide wire was removed from the patient and an attempt was being made to reshape the tip when it was observed that the polymer coating on the tip was torn, with no missing pieces of polymer noted. A non-abbott guide wire was used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.